Event description:
The facility reports while transferring the patient from the chair to the encore, the brakes kept disengaging, causing hoist to roll backwards and therefore failing to raise the patient. To prevent this, an unidentified member of staff stood on the hoist base to counteract the rolling back. While trying to raise the patient again the staff member slipped off the base and stubbed their toe.